Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. B44012) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue ++") and arthralgia ("joint pain episodes"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue and medical device removal with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal - analysis in the global safety database revealed 702 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-dec-2017: quality safety evaluation of ptc. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. B44012) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue ++") and arthralgia ("joint pain episodes"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal on (B)(6) 2017 by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, fatigue and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue and medical device removal with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: medical device removal - analysis in the global safety database revealed 704 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.